Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetes-induced seizures.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a seizure and the receiver did not alarm. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.